Manufacturer narrative:
The insulin pump had a blank display and battery tube/battery heating up due to a component on the liquid crystal display board puncturing through the isolation tape and making contact with the positive side of the battery tube. Unable to verify any alarms due to the blank display.

Event description:
It was stated that the display was blank and the battery compartment was hot. Nothing further was reported.